Event description:
The reporter stated that the product would not flush but during evaluation of the returned product it was discovered that on 3 units the female luers on the filters were cracked. No patient injury or treatment associated with this issue.